Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they syringe/pca sizer misalign recall completed. Replaced crack front cover, rear case, barrel clamp, front door and rear door. Replaced contaminated left iui and broken right iui. Replaced broken left handle. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was affected by the syringe/pca sizer misalignment recall. A review of the device history record showed the device had a manufacture date of 27jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they syringe/pca sizer misalign recall completed. Replaced crack front cover, rear case, barrel clamp, front door and rear door. Replaced contaminated left iui and broken right iui. Replaced broken left handle. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was affected by the syringe/pca sizer misalignment recall. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.